Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient lost effective coverage due to the paddle lead migration. Surgical intervention is pending to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention where the paddle lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.